Manufacturer narrative:
A ge service rep performed onsite investigation. The service rep replaced the sram printed circuit board and set the system configuration. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display scrolling images on the tower monitor. No pt injury was reported.